Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0154243, medical device expiration date: 2021-06-30, device manufacture date: 2020-06-02. Medical device lot #: 0210475, medical device expiration date: 2021-08-31, a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd phoenix¿ nmic 203 there were 2 failures for tigecycline. Confirmatory testing done with sensi-disk method. Because customer runs parallel 2 methods, results were not reported. There was no patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MFR report# 1119779-2021-00312 was sent in error. Malfunction was captured in MFR report# 1119779-2021-00301. This complaint was a qc issue with no patient samples, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while testing with bd phoenix¿ nmic 203 there were 2 failures for tigecycline. Confirmatory testing done with sensi-disk method. Because customer runs parallel 2 methods, results were not reported. There was no patient impact.